Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on an unknown date in (B)(6) 2025, a patient presented for a mitraclip procedure. During the procedure, mitraclip was implanted. There were no adverse patient effects or clinically significant delays reported. On an unknown date, it was determined that there was a single leaflet device attachment (slda) and the clip was no longer attached to the posterior leaflet. Chordal rupture was observed. Mr was grade 4 after slda.